Manufacturer narrative:
UDI - (B)(4). DHR - there is no indication that the production process may have contributed to this complaint. Since the reported issue is an infection, the sterilization certificate was inspected. No discrepancies were noted. The sterilization certificate is conform to specifications and was approved. The complaint sample was not returned to codman (still implanted), therefore an evaluation of the device could not be performed. The cause(s) of the difficulty reported by the customer could not be determined. Since the review of manufacturing and sterilization process confirmed that the product was conformed, the most probable root cause could be linked to the implantation procedure.

Event description:
A post-market clinical program reported that the patient got fever after receiving a ventriculoperitoneal shunt procedure on (B)(6) 2019. On (B)(6) 2019, a lumbar puncture was conducted and the csf showed there was no bacterial infection but had high cell and protein levels. Anti-infective therapy was used to manage the problem during the procedure. On (B)(6) 2019, the patient was discharged from the hospital and recovered well without a fever.